Manufacturer narrative:
No further evaluation of the device is required. The cause of the falsely elevated troponin I is unk. The instrument is operating within specifications.

Event description:
A falsely elevated troponin I result of 9.41 ng/ml was obtained. The result was reported to the physician. The sample was retested again and a result of 0 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The cause for the falsely elevated troponin I is unk.